Event description:
It was initially reported that the patient experienced withdrawal with symptoms of a metallic taste. The healthcare provider (hcp) was not able to aspirate the catheter for a dye study "last week". The catheter was to be revised "today". Drug delivered via the device was morphine 20mg/ml at a daily dose of 25mg. It was reported later that the patient "knew something was wrong with her device, as this had happened before". After the hcp was unable to aspirate during a dye study, she underwent a catheter revision on 2012 (B)(6). The catheter was found to be cut in two at the spine. Hcp replaced the spinal segment and spliced it together with the existing pump segment. It was ensured that the system was working, as there was flow from the pump segment. The patient's daily dose was decrease by 25%. Any other issues since surgery were not known of.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model 8835, serial# (B)(4). Catheter: model 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk.